Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had excessive helium. It is unknown under what circumstances this event occurred; however no adverse event was reported.

Manufacturer narrative:
The stm that discovered the issue returned to the site and replaced the hose assemblies in the tray but the iabp still had leakage. The stm then replaced the high pressure helium regulator and re-secured the fittings on the helium/fill manifold. The final helium test was completed well within specifications and the scheduled preventive maintenance was also performed by the stm. Full functionality and safety checks were completed and passed per the service protocol, and the iabp was released for clinical use.

Event description:
During preventive maintenance (pm) by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had excessive helium leakage. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge senior territory manager (stm) was dispatched to evaluate the iabp and was able to duplicate the issue and the iabp could not pass the required helium leakage test. To resolve the issue, the stm replaced the hose assemblies in the tray but still had leakage. The stm then replaced the high pressure helium regulator and re-secured the fittings on the helium/fill manifold. The final helium test was completed well within specifications and scheduled preventive maintenance was also performed by the stm. Full functionality and safety checks were completed and passed per the service protocol, and the iabp was released for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had excessive helium. It is unknown under what circumstances this event occurred; however no adverse event was reported.